Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory') and uterine perforation ('perforation (other):please describe and state the location of perforation') in an adult female patient who had essure (batch no. 787215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included pap smear abnormal and weight gain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine infection, uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), mood swings ("hormonal changes describe: mood swing"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti; uterine"), fungal infection ("infection (other) describe: yeast;"), depression ("depression;"), anxiety ("anxiety,"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, uterine perforation, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, fungal infection, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, arthralgia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Lot number: 787215 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record (us-bayer-(B)(4)) was detected to be a duplicate to record us-bayer-(B)(4)- to which all information was transferred, then this record (us-bayer-(B)(4)) will be deleted. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory') and uterine perforation ('perforation (other):please describe and state the location of perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included pap smear abnormal and weight gain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine infection, uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), mood swings ("hormonal changes describe: mood swing"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti; uterine"), fungal infection ("infection (other) describe: yeast;"), depression ("depression;"), anxiety ("anxiety,"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, uterine perforation, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, fungal infection, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, arthralgia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received : case become valid as previous event injury nos is replaced with perforation. Aka name added, reporter added, patient demographic added, product indication updated. Events added- perforation, mood swing, abnormal bleeding (vaginal, menorrhagia), uti, uterine infection, yeast infection, pelvic inflammatory disease, depression; anxiety, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, joint pain, pelvic pain, back pain, device monitoring procedure not performed. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.